Event description:
Patient presented to their primary care provider with swelling at the chest and neck incision sites. On examination, infection was noted. Primary care provider prescribed a 10-day course of antibiotics.